Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found, however, there was blood in/on the helix/lobe mechanism; full lead returned and analyzed.

Event description:
It was reported that during the implant attempt, the helix lead would not retract following the third deployment attempt. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.